Event description:
The customer reported that during a collection procedure, after venepuncture, upon opening the clamp to the sample bag, they noticed air in the bag. Patient ID and weight are not available at this time. The disposable set is unavailable for return for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: operator error. Based on the evaluation of the rdf, the donor needle line was mistakenly clamped during the air evacuation process and the air was not expressed from the sample bag prior to donor connection.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Analysis of the rdf shows that the 'pressure detected during bag evacuation' alert was generated during the air evacuation process. This alert is generated if the donor needle line is mistakenly clamped during bag evacuation instead of the sample bag line as instructed. If the sample bag line was left open, air would have filled the bag until the alert was generated. If the operator did not follow the on-line instructions to remove the air from the bag at this time, then air would have remained in the bag. It is assumed that the operator saw the air in the sample bag when attempting to connect the donor and ended the run. The analysis showed that the donor was not connected and that the operator acted correctly in ending the procedure prior to donor connection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.